Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the staples were unformed and additional suture was performed by hand stitching. Another device was used to complete the case. There were no adverse consequences to the pt.